Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels for a couple days (400mg/dl). The customer stated the reason for the elevated bg level was unknown. Manual injection, bolus and supply change were performed to address elevated bg level. System check with tandem technical support could not be performed as the customer had already changed out supplies prior to the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.